Manufacturer narrative:
The device was received for evaluation without pouch. A visual inspection was performed with no issues noted. Functional testing (self-test and priming) and underwater pressure test were performed with no issues noted. The reported issue was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the homechoice cassette leaked. The leak was further described as water coming out from the cassette membrane. This occurred during prime. The patient started over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.